Manufacturer narrative:
The involved device was not returned for evaluation as it currently remains implanted in the patient. No radiographs provided to confirm implant migration. The patients post-op activity levels could not be confirmed. Fusion could not be confirmed. Due to a lack of information provided the root cause could not be determined. "...potential adverse events and complications... As with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries. Potential risks identified with the use of this system, which may require additional surgery, include... Bending, fracture or loosening of implant component(s)... Loss of fixation pain, discomfort or abnormal sensations due to the presence of the device..." "...warnings, cautions and precautions... Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...additional care should be taken to ensure a thorough discectomy is completed in order to correctly size, place, and expand the device. An incomplete discectomy may result in difficulty to fully deploy and place the device in its intended position..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed... "...post-operative warnings... During the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications..."

Event description:
A patient underwent a transforaminal lumbar interbody fusion procedure. During a follow up appointment the symptoms had worsening symptoms, imaging showed that the implanted cage had migrated. A revision case took place where the surgeon was unsuccessful at reattaching the inserter to the migrated cage. The surgeon packed the disc space with bmp and left the device in-situ.